Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged headache and throat/chest pain after device use.. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer previously report this device sn (B)(4) on MDR 2518422-2022-60183. Additional information was received and an MDR 2518422-2022-12905 was filed. The MDR 2518422-2022-12905 was incorrectly filed and should have been filed as a follow up report to MDR 2518422-2022-60183. Please disregard MDR 2518422-2022-12905.